Event description:
Device 1 of 2. Two level acdf. Case was progressing naturally; placed both cespace xp implants in the pt; surgeon was about to put on the cervical plate. Addressed some bleeding bones; used cauterization. The bovie arced to the implant which resulted in a spark. Surgeon reports that he never came into contact with the implants. Surgeon acknowledged the implant is metal requiring caution when using a bovie. Surgeon did not see damage, i.e. Unexpected or black markings on the implants. There was no visible damage. Implants were left in place. No surgical delay. No pt injury. Pt is doing fine; discharged under typical conditions.

Manufacturer narrative:
Eval: an arc-over as it is reported in this case, is possible due to the coating of the peek implant. Usually the bovie would not be in use after having carried out the implantation. In this case, while setting a plate, a bleeding was discovered that had to be stopped. Eval is on-going at the mfg site.